Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat a 90% stenosis due to plaque in the mid common carotid artery, deformation of the spider fx embolic protection device (umbrella structure) was detected by angiography. The artery had mild tortuosity. Prior to the procedure, after the embolic protection device was fully soaked, resistance was encountered while retracting it into the delivery catheter; however, it was able to enter the transparent segment of the delivery catheter. After deployment inside the body, angiography revealed deformation of the umbrella structure. The vessel was pre-dilated and instructions for use were followed during preparation and the procedure. The deformed embolic protection device was replaced, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device returned with the filter basket loaded within the clear section of the delivery catheter (image 2) delivery catheter deformed filter basket was able to be extended out of the delivery catheter. Strong resistance was encountered when doing so gold proximal mouth of the filter basket dislodged no damage to the floppy tip medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.